Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >200 mg/dl with ketones. The reporter stated that 911/emergency protocol was initiated. Patient disposition and treatment of the alleged hyperglycemia is unknown at the time of this report. The reporter alleged a history/settings issue with the insulin pump; the basal history reportedly does not match the active basal program. The reported stated the patient had been using the subject pump since (B)(6) 2017 and the basal history only shows data up to the middle of november. The reporter stated it is believed the pump did not record basal history from (B)(6) 2017 until (B)(6) 2017. The reporter stated the patient¿s insulin pump therapy continued after the pump was replaced. No further information was available. If additional information is obtained, this report will be updated accordingly. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an history/settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 24-apr-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/19/2018 with the following findings: on investigation, the pump powered on normally and was exercised for 24 hours without any issues occurring. All data was recorded in the pump history accurately and all delivery totals were accurate after the testing was completed. No pump defect was found. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.